Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural or post procedural images were not provided. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached prematurely in the microcatheter during a treatment for a pulmonary arteriovenous malformation. The coil was advanced out of the microcahteter and could not be recaptured. It was the first coil in the case and the physician was able to secure and stabilize the implant coil with other subsequent coils. The procedure was completed, but no ability to readjust the coil. The patient is "stable". There was no patient injury nor medical or surgical intervention required.